Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00162 on november 2, 2015.(B)(4)

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse decontaminated the system and replaced the system water bottle and wash 1 bottle with brand new bottles. The cse performed a carryover study and a precision study. The results for both studies were acceptable. The cause for the discordant troponin ultra results is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur cp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was repeated and the result was (B)(6). The high result was not questioned by the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.